Event description:
A report was received that the patient was experiencing pocket pain. It was also noted that the battery had shifted and was sitting on a nerve. The patient will undergo a pocket revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pocket pain. It was also noted that the battery had shifted and was sitting on a nerve. The patient will undergo a pocket revision procedure. No device malfunction was suspected.